Event description:
(B)(6), a dental assistant at (B)(6) (herein after (B)(6)) contacted nsk america, corporate affiliate (herein after (B)(4)) customer service representative by telephone on (B)(6) 2014 regarding a malfunctioning handpiece. (B)(6) stated that the handpiece was problematic, had been repaired multiple times and was hoping to exchange it for a new one at a reduced cost. Upon review of records by (B)(4) customer service no record of sale or past repairs performed by name were found. Upon informing (B)(6) of this she stated that the handpiece had injured a pt. The name customer service representative completed product complaint form qa-011 and forwarded it to quality assurance (qa). Complainant was called by nsk america qa manager at 11:45 am on (B)(6) 2014 for additional information and a message was left with reception to return the call. (B)(6) called back at 1:40pm the same day. During the phone call the following information was gathered: handpiece had been previously repaired by several third party repair shops, specifically mentioned were (B)(4)'s dental repair in (B)(4) who claimed to use only genuine nsk parts and hayes handpiece repair. The handpiece was burned at least two pts. The collection of additional information was discussed and it was decided that a request for additional information would be faxed to (B)(6) from (B)(4) to fill out and return. (B)(4) qa manager issued a (B)(4) call tag to have the handpiece shipped to (B)(4) and faxed the form letter to (B)(6) on (B)(4) 2014. Both the handpiece and completed additional information request were received by (B)(4) on 08/13/2014. The handpiece was autoclaved upon receipt by (B)(4), photographed and forwarded to (B)(4) for further investigation on 08/15/2014. Labeling on the handpiece indicates that it was manufactured for import to the united states by (B)(4). A replacement handpiece was provided to (B)(6) at no charge per (B)(4) standard operating procedures. The additional information request contained the following narrative: the procedure being performed at the time of the event was number 30 and number 31 occlusal and buccal fillings. Pt had received 1 carpule of lidocaine on the lower right anesthetic block and 1/2 carpule articaine infiltration adn number 30 and number 31. No abnormality or malfunction was observed prior to the injury. First indication of an injury noticed was a white place on the pt's cheek at number 31 and handpiece was hot. Narrative of extent of injury: pt was burnt during a procedure for filings, on her cheek behind #31. The burn was about the size of the handpiece head, and left cheek tissue slightly white. Informed pt of the burn, as well as showed her in a mirror. Narrative of intervention required: "n/a". Narrative of treatment administered: none; fortunately the burn was not a terrible burn; informed the pt to rinse with warm salt water and to call if pt needed dr (B)(6) to recheck for any reason; pt did not call for any rechecks or complaints of irritation from the burn. No further follow ups were conducted by the doctor. Handpiece was sent to (B)(4)'s dental repair following the event where it received complete overhaul. Additional information narrative: "same handpiece that caused a burn for pt (B)(6); [illegible] water spray was used in both cases." The additional information response was signed by (B)(6), dds. Included with the responses were 5 invoices showing the handpiece was serviced by (B)(4)'s dental repair on 07/08/2014, 09/30/2013, 02/13/2013, 07/23/2012, and 05/25/2012. One invoice was provided showing prior service by (B)(4) USA on 11/04/2009. (B)(4)'s dental repair is not authorized nor trained by (B)(4) to repair (B)(4) products. Repair parts for this model are not available for purchase from (B)(4) by (B)(4)'s dental repair. (B)(4) qa manager sent requested for additional information regarding the above listed service along with any other service records for this handpiece to (B)(4)'s dental repair and (B)(4) USA by email on 08/14/2014. As of september 8, 2014 no response has been received from popp's dental repair by (B)(4). On (B)(6) 2014, (B)(6) again contacted (B)(4) america with additional questions regarding product repair. (B)(6) had been contacted by mike of hayes handpiece repair in connecticut who informed her that it was hayes connecticut that had repaired the handpiece, not (B)(4) as she had been previously informed. (B)(4) informed (B)(6) that he used parts for the (B)(4) dental handpiece and that they were identical to the genuine (B)(4) parts.